Event description:
It was initially reported that the patient experienced intermittent stimulation and ¿pulsing¿ sensation from their implantable neuro stimulator (ins) after a fall on (B)(6) 2012 in which they landed on their right side (where the ins was located). It was reported that the patient only used the stimulation ¿as needed¿. Additional information received reported that the patient rarely used the stimulation therapy. It was noted that after the previously reported fall, the patient turned the ins on to help with the resulting pain. The patient status at the time of this report was reported as no injury, no adverse event.

Event description:
Additional information received reported that the patient was receiving stimulation to all areas of pain.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).